Manufacturer narrative:
The esg-100 electrosurgical generator was returned to olympus for evaluation. The device was tested with test patient plates and footswitch, and found to operate appropriately. The unit passed all standard tests and procedure, and was returned to the user facility. The exact cause of the user's experience could not be conclusively determined, and user facility personnel indicated they did not believe the equipment to be the cause of the reported event. This report is being submitted in abundance of caution.

Event description:
The user facility reported that during a therapeutic colonoscopy, the patient sustained a perforation of the colon. A large polyp was said to be removed from a site near the patient's rectum. The user facility reported that during the procedure the physician had noted muscle contractions in the patient's buttocks when the electrosurgical unit was activated, but there was no apparent patient injury reported. The procedure was completed using the same set of equipment. The patient was said to have returned to the facility on the same day complaining of chest and abdominal pain, and crepitance in his neck. An x-ray was performed and free air was found in the abdomen. The user facility reported that no surgical intervention was required, but the patient was prescribed a triple antibiotic and is reportedly doing fine.